Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30apr2020.

Event description:
The customer reported that while completing performance verification testing, the navigation ring would not move. There was no patient involvement. The manufacturer's field service engineer (fse)confirmed the customer's complaint of the navigation ring not moving as well as found that the values would spontaneously jump up and back. The front bezel which includes the navigation ring was replaced which resolved the issue.